Manufacturer narrative:
(B)(4). Patient information not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a low anterior resection, the air leaked. The upper seal had a crack. New one was opened to correct the problem. There was no harm to the patient. .

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account and one photograph. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut on the instrument. The photograph confirmed the observed condition. The envelope seal was intact. The device failed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cut circular seal. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.